Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01204.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis(dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "a lot of pain in different locations during the years before [her] death. The filter had perforated [her] ivc". It has been reported the patient expired without further details. Per the (B)(6) 2011 ivc (inferior vena cava) filter placement: "successful placement of a removable infrarenal ivc filter". Per the 06jun2018 independent review of a (B)(6) 2017 CT (computed tomography) scan of the abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter at l1-l2 disc space. Inferior extent midbody of l3 vertebral body. A total of 4 prongs have perforated the ivc. Coronal images, there is left to right tilt of the filter. Sagittal images, no tilt of filter".

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.